Event description:
The customer reported the system displayed charger and generator error messages and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced and a charger board was ordered. The system was tested and found to be working as intended and put back into service.